Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 38 synergy ii stent was advanced to treat the lesion; however, when the device was advancing through the guide catheter, the shaft broke in half. The procedure was completed with another 3.00 x 38 synergy ii stent. No patient complications were reported and the patient's status was fine.